Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device exhibited right ventricular (rv) impedance measurements of greater than 2400 ohms, and the physician believed the patient's rv lead was fractured. The fracture was unconfirmed. The device was reprogrammed to aai, and the patient was being monitored at that time. The patient was later having atrial arrhythmias. The device had remained programmed to aai after the rv lead issues were noted. No additional information was available from the field. No adverse patient effects were reported. The device remains in service.